Event description:
It was reported that the interrogation showed the left ventricular (lv) lead was no longer capturing. The lv lead was programmed to a different configuration and remains in use. The patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.